Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition is unknown.

Event description:
The customer reported that the variax plate broke after implantation. The plate was initially implanted on (B)(6) 2017.